Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left circumflex artery. A 28 x 3.50 promus premier¿ stent was advanced to treat the target lesion, however, the stent was lifted in the calcified lesion. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. A strut at the proximal end the stent was raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile and hypotube profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left circumflex artery. A 28 x 3.50 promus premier stent was advanced to treat the target lesion, however, the stent was lifted in the calcified lesion. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).